Manufacturer narrative:
Final analysis found the loss of communication was due to normal battery depletion.

Event description:
It was reported that the cardiac monitor exhibited backup operation. It was believed the battery had reached normal depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.